Event description:
During a routine system check clinic visit the physician observed a device sensing issue. CT scan was performed and the distal tip of the sensing lead was believed to have migrated. Physician brought the patient in for surgery and found that the distal sensor tip was severed and had migrated to the pleura. A thoracic surgeon was brought in to perform a vats procedure and was able to retrieve the sensor tip. The physician then decided to remove the entire inspire system.